Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to poor device performance. The patient was reimplanted with a new cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on july 11, 2024.